Event description:
It was reported that a customer experienced multiple intermittent occlusion alarms on their insulin pump. There was no adverse impact to the customer¿s blood glucose level, which remained below critical thresholds. The customer followed instructions from technical support to disconnect and reassess the equipment, delivering several test boluses to resolve the issue. Despite initial unsuccessful attempts, the occlusion alarms eventually ceased after changing the cartridge and delivering a larger bolus. The customer agreed to replace necessary supplies and has since resumed insulin use, with no further issues reported after preparing cartridges following the provided guidelines.